Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-jun-2026, it was reported by a distributor via email that two ar-3636 knotless 1.8 fibertak anchors were implanted and set, but once interconnected, they would not reduce, preventing the capsule from being brought down. This was discovered during a shoulder instability procedure, specifically the remplissage portion, on (B)(6) 2026. Additional information was received on 25-jun-2026: the anchors remain implanted in the patient. No breakage was observed, and there is no indication that any fragments were generated or remained in the patient. The procedure was completed; however, the capsule was not fully reduced to the defect. No replacement device was used to complete the case. The surgery was not delayed, and no additional anesthesia was administered.